Event description:
Reportedly, during the initial setting of the device, the status lights of the smartview were green but the pit button was off. The power plug of wirex was reconnected, with no change observed. After that, the power plug of the smartview was reconnected, the pit button was blinking. The reset button on the back side of smartview was pressed but the pit button remained off. When pressed, the pit button lighted in red. There were no problems in the installation environment, connection and cables. Transfer of data was reportedly not available.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the initial setting of the device, the status lights of the smartview were green but the pit button was off. The power plug of wirex was reconnected, with no change observed. After that, the power plug of the smartview was reconnected, the pit button was blinking. The reset button on the back side of smartview was pressed but the pit button remained off. When pressed, the pit button lighted in red. There were no problems in the installation environment, connection and cables. Transfer of data was reportedly not available.